Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the patient experienced a transmitter failed error. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on (B)(6) 2016. The reported event of transmitter failed error was confirmed. A root cause could not be determined. The complaint device has been received. A follow-up report will be submitted upon completion.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the test failed, the transmitter has no voltage. A review of the shared log confirmed the reported event of a transmitter failed error. The root cause was could not be determined.